Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had problem with battery followed quickly by button error alarms. Customer did not clear button error. No harm requiring medical intervention was reported. Customer stated that button are not responding. Customer had already removed battery. The device will not be returned for analysis.